Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Rewind functioned properly and no unexpected insulin flow blocked alarm or motor error alarms noted during testing. The motor was tested out side of the device and passed. No damage or moisture damage on keypad assembly noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm while trying to perform the rewound of reservoir or infusion set in insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.